Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, 2 days after a laparoscopic right colectomy, it was noted that there was bleeding on bowel anastomosis. Stopped deep venous thrombosis prophylaxis and bleeding eventually stopped.